Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email by customer's mother that the customer's blood glucose dropped to 20mg/dl-22mg/dl and the paramedics were contacted. The customer's mother was advised that they had troubleshot the pump a previous time and it appeared to be functioning correctly. Soon after, we contacted customer to get further information regarding his low. He felt like he was going to pass out; paramedics were contact and treated with an IV. Customer declined to be transported to the hospital. The customer stated he got an over deliver of insulin, unsure why this occurred. But, realized the next morning pump basal rate was programmed too high. Customer declined troubleshooting; he feels nothing is wrong with pump.